Event description:
The customer reported to their baxter sales representative that a clearlink catheter extension set disconnected while in use on a patient and the adult patient lost about a half pint of blood. The system was set up with a sigma pump, serial number unknown, and was infusing normal fluids. It is unknown where the separation occurred due to the extent of the blood contamination. The customer confirmed there was no patient injury. It is unknown how long into the infusion the separation occurred. There was no patient injury reported. No additional information is available.

Manufacturer narrative:
The sample had been discarded and therefore will not be returned for evaluation. Should additional information becomes available a follow up medwatch will be submitted. (B)(4).